Manufacturer narrative:
In response to FDA report number: mw5094089. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Healthcare professional reported via regulatory agency right side "breast implant associated alcl;" pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. The status of the device is unknown.